Manufacturer narrative:
Philips received a complaint regarding the philips heartstart xl+ defibrillator, indicating a capacitor fault. There was reportedly no patient involvement. It was determined through available information and testing that the capacitor is broken. Philips authorized service personnel (asp) advised exchanging the capacitor to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device capacitor is faulty. There was no patient involvement.